Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation of the device to determine the root cause, the technician observed damage to the device consistent with mishandling. The damage is not consistent with normal wear and tear. The display assembly will be replaced. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.